Event description:
The device was placed unsuccessfully, during removal the catheter was found to be broke upon removal and catheter fragment remained in the pt. Cutdown performed to successfully retrieve the catheter fragment.